Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review confirmed the reported noise is consistent with sense b node impairment. Review of previous episodes determined there was oversensing of noise present resulting in stored untreated episodes. Rhythmcare then provided troubleshooting options. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review confirmed the reported noise is consistent with sense b node impairment. Review of previous episodes determined there was oversensing of noise present resulting in stored untreated episodes. Rhythmcare then provided troubleshooting options. This s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported.